Event description:
Pt was undergoing a laparoscopic appendectomy. During this procedure, the atraumatic grasper was used. Upon removal from the abdominal cavity, staff noted that on claw was not present. The surgeon then carefully inspected the pt's abdominal cavity and located the broken claw laying on the bowel. It was successfully removed without injury to the pt. This event did not result in pt injury or prolonged hospitalization.